Manufacturer narrative:
Patient weight not made available from the site. On 03/17/2016 a medtronic representative performed a navigation system check-out, all areas passed. Confirmed the site was using legacy screws with a legacy driver. Checked the drivers on accuracy. System performed as intended. On 03/22/2016 a medtronic representative, following-up at the site, reported csf leakage of the dura at level l5 -l4 resulted from this procedure. On 03/24/2016 a medtronic representative, further following-up, reported the l4 left screw was too medial and perforated the spinal canal and the l4 screw on the right side was too cranial as it went through the disc. Checked on the scans that were made in the navigation system, and that only shows screw on l4 left, measuring approximately 1 centimeter too medial. According to the surgeon, the patient has no serious injury after the surgery. Following the spinal fusion procedure, they had to repair the dura, to evacuate a subdural hematoma and an additional screw placement on l3. The surgeon also stated that the legacy screws do not fit in tight in the screwdrivers and they may move when inserting them. This in combination with a large patient, with osteoporotic bone could have led to a misplacement of the screws. On 04/06/2016 software investigation completed. Software engineer findings are that the patient logs provided no information in determining the cause of the inaccuracy. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative alleged that, while in a l4- l5 posterior lumbar interbody fusion (plif) procedure, two screws were misplaced. The placement of the l5 screws was good, accurate navigation and accurate placement. However, the placement of the screws in l4 was alleged to be inaccurate on the 3d scan. Navigation showed an accurate placement of the screws. In trouble-shooting, a test was performed with imaging system and navigation system on a model with the same instruments as used in surgery, there was no inaccuracy. In a conversation with the surgeon, there was no indication for a frame movement during the procedure that was thought to have caused the alleged inaccuracy. The surgeon opted to discontinue the use of the imaging system and the navigation system to continue the procedure to completion. Delay in therapy was greater than one hour before continuing. According to the surgeon, the patient has no serious injury after the surgery.

Manufacturer narrative:
Both screwdrivers were returned to the manufacturer for analysis. A visual inspection of the two returned screwdrivers revealed no mechanical or handling damage. Further engineering evaluation verified the hex tip properly attached and tightened securely by hand to the t455 legacy screw. No thread or tip deformation damage was noted. Measured hex tip width using 6" digital caliper itm034. Screwdriver I (marked) hex tip width measured 3.49, 3.49 & 3.50. Screwdriver ii (marked) hex tip width measured 3.47 (3x). The opposite end of the screwdrivers were functionally evaluated by using a small straight ratcheting handle. The screwdriver was inserted into the handle and removed five times with each of the screwdrivers and operated properly with no functional issues noted. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The imaging system was used with the navigation system during this procedure. A review of the imaging system software logs was completed by a medtronic representative but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The log analysis found that three navigated 3d spins were performed at 09:39:34, 11:59:30 and at 18:38:44. All three of these 3d spins completed successfully and successfully transferred volumes of 192 slices to the navigation system. There were no error or warning log entries found which would indicate any issue with the imaging system which would result in or contribute to a navigation inaccuracy. Medtronic representatives performed an imaging system check-out, all areas passed. The medtronic representatives preformed navigation calibration and verification for both the left and right trackers on the imaging system. The medtronic representatives reported the imaging system is accurate and ready for use.

Manufacturer narrative:
Additional information: per further engineering review, the reported inaccuracy was unable to be replicated by medtronic personnel. A review by a medtronic software engineer of the navigation system software logs, associated with the reported event, provided no additional information as to the cause of the reported inaccuracy. In addition, a navigation system evaluation was performed by a medtronic representative at the facility which verified that the hardware, software, and instrumentation passed a series of tests confirming that the navigation system was accurate and fully functional. The most likely cause was that the reference frame was not rigidly attached and moved at some point after it was registered to the patient anatomy due to the patient having osteoporotic bone. The instructions for use (IFU) that accompanies the device contains warnings regarding rigid attachment of the reference frame and that any frame movement after patient registration may result in inaccurate navigation that must be corrected by re-registration.